Manufacturer narrative:
Patient information was refused by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a cranial biopsy procedure, when importing an exam, the exam appeared but was labeled incorrectly in another patient's folder. Patient a's exams were labeled as patient b's and in patient b's folder. This happened with both the CT and the MRI. The site reported that this happened 4 times. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Analysis from the reviewed logs showed duplicate patient ID being found. During import, software will create two separate patients only if both patient ID's are unique. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.